Event description:
It was reported that three months after the catheter was placed in the male pt's left subclavian, while in the dialysis unit a leak was found at the venous hub due to a crack in the hub. As a result, a new hub connection assembly was placed and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. The pt was suffering form chronic renal failure.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.